Event description:
It was reported that a system error 2240 (air in tubing) and system error 2367 occurred on the homechoice (hc) during dwell the previous day. The home patient (hp) stated that nothing had changed in the way he set up, and he had not disconnected from machine. There was nothing found during troubleshooting that would have caused or contributed to the alarm. The hp would follow up with his registered nurse about the alarm. The patient would use manual supplies to complete therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.